Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The medium large clip applier instrument has been returned and evaluated by the failure analysis team. The instrument was visually inspected internally and externally, and no issues were identified. The instrument passed the clip test. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The grip tips opened and closed properly. The reported complaint could not be replicated, nor confirmed, during the failure analysis investigation, as the instrument was recognized by the test system and successfully passed all functional tests. The instrument was fully functional with no product issue found.

Event description:
It was reported that the medium-large clip applier instrument would not hold the clip. No fragment fell into the patient. The procedure was completing as planned with no known impact or patient consequence reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the medium-large clip applier instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.